Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open pouch, no needle or thread inside. There are no previous complaints of this code/batch. We manufactured and distributed (B)(4)units of this code batch, there are no units in OEM stock. Reviewed the batch manufacturing record, this product had normal process and the results during the process fulfill OEM requirements. Final conclusion: without samples it is not possible to study if the affected product does not fulfill the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incident. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Delamination of thread, suture is disbanded.